Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer evaluated the ventilator and verified the reported complaint. The device was tested and single board computer printed circuit board was replaced. The reported malfunction was duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator display became blank. There was no patient involvement.